Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient came in for routine evaluation and electrical reset was noted upon interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated device status montioring showed power on rest (por) on atrial rate limit. Analysis of the devcice memory also indicated electrical reset alert. An atrial rate limit por is recorded on (B)(6) 2013.